Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-mar-2026, a cetas healthcare notification was received via email indicating that information had been obtained from a clinical study. According to the report, the healthcare provider (hcp) stated that fixation had not been achieved successfully due to loosening when using a bioabsorbable tenodesis screw. The hcp further reported that the failure of fixation was not associated with trauma, and a revision surgery was performed to address the fixation failure. No additional clinical details were provided in the report at the time of the notification.